Event description:
The pt had undergone a posterior interbody and posterolateral fusion at l4-5 and l5-s1 several years earlier. A pseudarthrosis occurred at l4-5 causing chronic pain and anterior lumbar interbody fusion at l4-5 was performed uneventfully. At the time of closure, sheets of hydrosorb were placed anterior and posterior to the iliac vessels to prevent scarring. The peritoneum was closed. After an uneventful recovery in the acute care ward the pt was transferred to a transitional care unit because she lives alone. After a week she returned home. She experienced right-sided chest pain. She was readmitted for a pulmonary embolism.